Manufacturer narrative:
This supplemental report is being submitted to provide the results of the investigation. Updated field(s): g2, h3, h4, h6, h11. Corrected field(s): d4, d4, h6. Corrected h6 (health impact code) added. Corrected d4 - expiration date null added na. Corrected d4 - unique device identifier (UDI) #1 added na. Corrected g2 - report source removed company representative and added foreign. The root cause could not be identified. Based on the results of the investigation. The most probable cause of the complaint is cause traced to component failure likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information received from customer.

Event description:
It was reported that the colono videoscope displayed an e315 scope communication error code and poor image quality with noise. The issue occurred during a colonoscopy procedure and a delay was reported. The procedure was completed by using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.